Event description:
Patient reported their top canines are too low and not level with the rest of their top teeth. Their canines are biting the inside of lip, my bottom left teeth is off-center and teeth from the center going towards the left are angled upwards and more inward in their mouth. This is causing their bite to be off like a crossbite and they are biting the tip of my tongue on the left side.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.